Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had infusion/suction errors. Procedure details and patient impact were not reported. Additional information has been requested none received.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event (system message) does not meet criteria for reporting as a malfunction. No further reports will be reported under mfg report number 2028159-2022-01549. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the event occurred was a system message displayed.